Manufacturer narrative:
The device was received and an evaluation was completed. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed and is consistent with a failure that has been previously identified and corrected. This issue was the subject of field correction (z-0514-2021). The subject concentrator falls within the scope of this field correction.

Event description:
The original reported allegation stated the user¿s concentrator made a loud noise and caught fire. The user stated earlier in the day, they smelled something weird and notified their caregiver who didn¿t take action. Hours later the unit caught fire while the user was using it. The fire was immediately extinguished. No injuries were reported. The maintenance technician related the unit was against the wall and has burn marks and melted areas on the outside of the unit but the inside under the cover doesn't look burned or melted, like the fire came from or started externally.

Manufacturer narrative:
The unit was received by invacare and is awaiting an evaluation. An initial visual inspection showed damage consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The original reported allegation stated the user¿s concentrator made a loud noise and caught fire. The user stated earlier in the day, they smelled something weird and notified their caregiver who didn¿t take action. Hours later the unit caught fire while the user was using it. The fire was immediately extinguished. No injuries were reported. The maintenance technician related the unit was against the wall and has burn marks and melted areas on the outside of the unit but the inside under the cover doesn't look burned or melted, like the fire came from or started externally.